Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This was observed during use. The device was filled with fluorouracil 300ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from april 28, 2021 - april 29, 2021. H10: the actual device was not available; however, a photograph was provided for evaluation. A visual inspection of the photograph was performed which showed the bag with a label containing the device; the device was not visible in the photograph. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.